Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported inefficient vacuum and cassette leaking during an eye surgery. Additional information and product sample have been requested for this event, however, no updates have been received.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter. The event occurred during the priming process and not during a surgery as initially reported. There was no patient involvement associated with the event.